Manufacturer narrative:
The following were also used during this surgery: product ID (B)(4) (depth gauge for diameter 3.5 screw) and product ID (B)(4) (ster. Ti screw and lock screw - 3.5mm x 30mm lgt). To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of three reports (same patient, same surgery, different product ids, different failure). This report is in regards to the (B)(4) (depth gauge dia. 4mm screws). It was reported that the depth gauge appeared to be incorrect. The surgeon said he didn't believe the depth gauges were accurate and held them against the ao depth gauge and also a ruler which seemed to confirm this. The product problem probably did add to the surgical time as he had to remove two screws as they were the wrong length and then measured again using the ao depth gauge. There was no patient injury or death alleged. There was an increased of 60 minutes in surgery time.